Event description:
During index procedure the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid lad. A lateral branch occlusion occurred during the index procedure and the patient experienced chest pain for six hours post procedure. The following day the patient suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that the reported mi was definitely related to the study device. (Ref MFR 9612164-2011-01376 and 9612164-2011-01377).

Manufacturer narrative:
(B)(4).

Event description:
Previously reported occlusion occurred in the septal branch during stent implant in the lad. Investigator indicated that the event was definitely related to the study device.

Manufacturer narrative:
Angiotensin ii receptor antagonist, ca++ antagonist, diuretic, lipid lowering drugs, clopidogrel and asa continued from block. Evaluation results inherent risk of procedure (myocardial infarction/occlusion) continued from block. (B)(4).

Event description:
Approximately 4 months post index procedure the patient was rehospitalized and re-ptca of the target lesion due to restenosis was carried out. Target lesion was treated with a drug-eluting stent (des) successfully. The investigator indicated that the reported event was definitely related to the study device.